Event description:
It was reported that the pt is currently experiencing pain. The pt had went to see her surgeon and had tests done. The surgeon states that pt needs revision surgery.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abc ii. Additional info has been requested and if received, will be provided in a supplemental report.